Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to claim that the sensor was inaccurate when compared to fingerstick values on (B)(6) 2014. Patient claimed there were 100 point discrepancies. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.